Event description:
On (B)(6) 2014, the patient contacted animas alleging that she was unable to deliver insulin due to the two-hour maximum limit being reached, and that subsequently her blood glucose (bg) elevated to 594mg/dl. There were no reported signs or symptoms of hyperglycemia. No pump defect was found during troubleshooting; the pump functioned appropriately as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy with use error identified as a cause or contributor.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the date of the original complaint was overwritten in the black box history due to continued use of the pump. There was no activity outside normal use observed in the black box or download history. The pump passed flow accuracy testing and was found to be delivering within required specifications. A ¿170¿ warning was simulated and the pump alarmed and recorded the appropriate warning at the correct threshold. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.